Event description:
It was reported that patient¿s pump generated repeated cartridge alarm 20 messages when insulin delivery was resumed after being stopped for swimming, and alarm continued even after a new cartridge was tried during the loading process. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump.